Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with lumbar degenerative spondylolisthesis underwent posterior lumbar interbody fusion (intermuscular approach) at l4/5. Intra-op,the set screw in l5 idly rotated in final tightening. Three set screws were used as replacement, but all of them couldn¿t be tightened, either. So the screw was replaced with new one. No patient complications were reported. Surgeon commented that the set screw may have not completely reached spinal rod (i.e. The rod may have not been fully caught in the screw head).

Manufacturer narrative:
Additional information: product analysis :macroscopic and optical examination revealed thread crest/flank damage; this damage appears to have initiated near the start of the thread, and is evident around the damaged portion of the thread. Functional evaluation with a sample mas head found the set screw was unable to be fully engaged. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.